Manufacturer narrative:
Test to the production batch of product retention samples (lot: 221co21101) , the test was pass. Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown lot number: 221co21101 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. A false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed.

Event description:
"My name is (B)(6). I have a question about your covid-19 anti antigen rapid test, kit. And please do not text me because this is a landline phone, and I look forward to talking with you to discuss my concerns about the 8 testing kits that I received. Thank you."